Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The returned sample was reviewed. It was determined to be a device with a 50 mm shaft length. The part number identified on the labels was for a device with a 55 mm shaft length. The difference between was the curve of the shaft. The one does not have a curve; it was straight. The root cause of the reported issue was found to be a mix up occurred during labeling of the tray after the device was sealed in the package.

Event description:
It was reported that two trachs were not the correct size. No patient injury was reported.